Event description:
The customer reported that the ventilator alarmed with high o2 supply pressure and no o2 available. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.